Event description:
It was reported that unstable angina occurred. On (B)(6) 2019, a 2.50 mm x 20 mm synergy drug eluting stent (des) was implanted in the mid left anterior descending artery (lad). Additionally, a 3 x 20 mm synergy stent was implanted in proximal lad. On (B)(6) 2021, the patent presented with unstable angina. The target lesion was located at the mid lad and was 15 mm long with a reference vessel diameter was 3.0 mm. The target lesion was predilated with a 2.5 mm x 20 mm balloon angioplasty catheter and laser catheter, resulting into 0% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with a 3.00 mm x 20 mm agent dcb study device successfully with 0% residual stenosis and timi flow of 3. The patient was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.